Manufacturer narrative:
Continuation of d10: product ID: evfxplus-26; product lot/serial number (B)(6); product type: 0195-heartvalves; implant date: n/a, explant date: n/a. Select patient information cannot be included in the regulatory report due to regional privacy regulations. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that prior to the implant of a transcatheter aortic valve, a pre-implant balloon aortic valvuloplasty (bav) was performed with a 24 millimeter (mm) non-medtronic balloon. Upon the first deployment attempt, st elevation was observed, with right coronary artery stenosis suspected. The valve was subsequently recaptured and withdrawn, and 90% stenosis of the right coronary artery was confirmed via coronary angiography. Subsequently, intravascular ultrasound (ivus), and percutaneous old balloon angioplasty (poba) were performed in order to assist a stent placement. Subsequently, percutaneous coronary intervention (pci) was performed, and the stenosis was resolved. A new valve was used to complete the procedure.

Event description:
It was reported that prior to the implant of a transcatheter aortic valve, a pre-implant balloon aortic valvuloplasty (bav) was performed with a 24 millimeter (mm) non-medtronic balloon. Upon the first deployment attempt, st elevation was observed, with right coronary artery stenosis suspected. The valve was subsequently recaptured and withdrawn, and 90% stenosis of the right coronary artery was confirmed via coronary angiography. Subsequently, intravascular ultrasound (ivus), and percutaneous old balloon angioplasty (poba) were performed in order to assist a stent placement. Subsequently, percutaneous coronary intervention (pci) was performed, and the stenosis was resolved. A new valve was used to complete the procedure. Additional information was received to clarify the first valve was not deployed. Per the physician, the valve and delivery catheter system (dcs) did not cause or contribute to the event. Additional information was received that the 90% stenosis of the right coronary artery was an occlusion/obstruction. The patient did not have a previous coronary artery occlusion, and the delivery catheter system (dcs) did not dislodge calcium or plaque that occluded the coronary artery. Additionally, the patient did not have a history of coronary artery disease (cad). It was suspected that the patient's bicuspid native valve of right coronary cusp (rcc) and left coronary cusp (lcc) fusion was a contributing factor to the myocardial infarction (mi).

Manufacturer narrative:
Updated data: b5. H6. Additional codes. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Updated data: b5. D4. H4. H6. Additional codes. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that prior to the implant of a transcatheter aortic valve, a pre-implant balloon aortic valvuloplasty (bav) was performed with a 24 millimeter (mm) non-medtronic balloon. Upon the first deployment attempt, st elevation was observed, with right coronary artery stenosis suspected. The valve was subsequently recaptured and withdrawn, and 90% stenosis of the right coronary artery was confirmed via coronary angiography. Subsequently, intravascular ultrasound (ivus), and percutaneous old balloon angioplasty (poba) were performed in order to assist a stent placement. Subsequently, percutaneous coronary intervention (pci) was performed, and the stenosis was resolved. A new valve was used to complete the procedure. Additional information was received to clarify the first valve was not deployed. Per the physician, the valve and delivery catheter system (dcs) did not cause or contribute to the event.